Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient expired while undergoing continuous cyclic pd (ccpd) therapy on the liberty select cycler. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy in the early morning hours of (B)(6) 2025. The patient was expected at the clinic on (B)(6) 2025 for their regularly scheduled visit but never showed. On (B)(6) 2025, the pdrn placed a call to the police department for a wellness check. After the patient did not respond to the doorbell, the fire department forced the door open and discovered the patient had expired while sleeping. The pdrn stated the patient passed away peacefully with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2025 through (B)(6) 2025 indicated the patient completed treatment, and no alarms were noted. The patient was picked up by the coroner and brought to the morgue until family could be contacted. The pdrn stated the primary cause of death was cardiac arrest due to their significant cardiac history (coronary artery disease, hypertension, diabetes mellitus type 2, previous nstemi). The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing ccpd therapy when they expired. The etiology of the serious adverse events is unknown; therefore, causality cannot firmly be established. However, the pdrn reported that the patient¿s extensive cardiac history was the primary cause of the serious adverse events and was unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The end-stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (including sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An as-received simulated treatment with reduced dwell settings was performed on the cycler and completed without failures. The cycler underwent and passed a valve actuation test and a system air leak test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the edges from the rear panel. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient expired while undergoing continuous cyclic pd (ccpd) therapy on the liberty select cycler. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy in the early morning hours of (B)(6) 2025. The patient was expected at the clinic on (B)(6) 2025 for their regularly scheduled visit but never showed. On (B)(6) 2025, the pdrn placed a call to the police department for a wellness check. After the patient did not respond to the doorbell, the fire department forced the door open and discovered the patient had expired while sleeping. The pdrn stated the patient passed away peacefully with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2025 through (B)(6) 2025 indicated the patient completed treatment, and no alarms were noted. The patient was picked up by the coroner and brought to the morgue until family could be contacted. The pdrn stated the primary cause of death was cardiac arrest due to their significant cardiac history (coronary artery disease, hypertension, diabetes mellitus type 2, previous nstemi). The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.